Manufacturer narrative:
Event problem and evaluation codes: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent unknown surgery with artificial disk implant in 2004 (year valid). Patient alleged that patient was a guinea pig for study, patient never should have been approved for the study and surgeon did not put the implant properly. Patient had unspecified injury due to the event.